Event description:
On (B)(6) 2012, I had the essure procedure done. Not long after that, I started experiencing bad pains and cramps, and pain in my legs and hips. On (B)(6) 2014, I had surgery to remove one of the coils because it had migrated out of place and was causing severe pain in my abdomen. I still have one coil in and experience severe pain on a regular basis.